Event description:
Biotronik was informed that this patient got shocked because of oversensing something. Patient implanted in aug, and has already had one lead reposition. Two days ago, the impedance dropped, as did sensing. The patient did not have a lot of extra slack when the lead was implanted - looks like the lead has pulled back into the cs and is sensing the p and r waves. Recommended doing a chest xray to see where the lead is at and then putting in a longer lead. This lead was returned to us on nov. 12, 2009.